Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008k2 hemodialysis (hd) machine had low flow error and venous pressure issues. It was stated that there is excess pressure in the venous chamber 1.5 hours into treatment. This machine is located at a patient¿s home for hd home use. A fresenius regional equipment specialist (res) performed an on-site service. The res verified hydraulic pressure, arterial pressure, and venous pressure calibrations. The res performed a simulated use with the unit using the patient¿s prescribed parameters and 2 hour simulated treatment. There were no observed issues or machine alarms. The res was unable to duplicate the reported complaint event and confirmed the machine functioned properly. Follow-up information with the biomed revealed that the air detector was replaced as it would not stop the blood pump when required causing the blood lines to break, resulting in patient blood loss. There was no reported patient injury or adverse event. The machine has since been returned to service at the patient¿s home. No parts were stated to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: based on follow-up information which revealed that the blood tubing set was not a fresenius product line, this is no longer considered a reportable event. No further follow-up will be expected.

Event description:
Follow up information received from the biomedical engineer (biomed) at a user facility confirmed that the machine was alarming for venous pressure at the beginning of the patient's treatment and then shortly after, the blood backed up into the venous line venous transducer and shot out and the transducer popped off. The biomed confirmed the patient uses medisystems bloodlines. The patient did not re-set up supplies to complete treatment. The patient decided to go to the associated hemodialysis (hd) clinic to have treatment. The biomed believes that the patient is (B)(6).